Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, and missing display window cover. Unit p-cap / reservoir locked properly in place. The insulin pump passed the displacement test. R&d disposition ((B)(4)): for ng2174000h, the retainer and case near the reservoir region failed due to environmental stress cracking (esc). In addition to damage near the retainer, this pump had cracking on the battery cap region, had minor scratches present on the lcd screen, and had major scratches, dents, and/or damage present on the keypad. Last, the retainer has 2 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the gasket of the front of the pump the black panel above the screen fell off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.